Event description:
A surgeon reported that since the scanner was replaced, the laser does not work properly. This report concerns the left eye of a pt who underwent bilateral lasik for myopia. This eye exhibited a slight overcorrection at one week post-op. Additional info has been requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The system was verified successfully after scanner replacement. A clinical support specialist visited the site and noted that the laser room is approx 3 x 3.5 meters, there is noticeable ventilation in the treatment area, caused by the air conditioning ventilation system, there was very weak plume evacuation (customer requested lower flow to avoid corneal dryness, flow had been reduced by technician to lowest allowed specification), the headrest cushion of the pt bed is loose, there were noticeable vibrations of laser system, caused by wooden floor and internal nitrogen generator. No clinical technique issues were found during the visit. The field service engineer replaced the nitrogen generator as a preventive measure, increased aspiration of plume evacuation inside valid range, and tightened the headrest. A root cause has not been identified. (B)(4).